Manufacturer narrative:
User has had skin reactions to multiple devices/brands. There was no evidence of a device malfunction.

Event description:
It was reported that the user developed contact dermatitis while using the hollister new image cera plus barrier. The area of skin in contact with the appliance became red with itching and blisters containing clear fluid. The user originally had ileostomy surgery in (B)(6) 2017 and has used many different brands and types of ostomy appliances since her surgery. She has had reactions to all of them. At the end of (B)(6) she was seen at the ER and prescribed antibiotics.